Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 9 cm abdominal aortic aneurysm 1 month ago. Vessel morphology was reported as the iliac arteries were small in diameter, severly tortuous and calcified. It was reported that the patient's iliac artery was ruptured while the stent graft was being ballooned with the reliant balloon. A 20 cc syringe was being used to inflate the reliant balloon while it was within the iliac stent graft in an area with a 90 degree bend. (Mfg 2953200-2010-0xxxx and 2953200-2010-0xxxx). The rupture was attributed to the vessel morphology. The reliant balloon was placed higher in the iliac artery to control the bleeding and then another balloon was inserted from the other side to control the bleeding from higher up followed by implant of an iliac limb to cover the ruptured vessel. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results - arterial trauma/dissection/perforation; results/conclusions: small in diameter, severely tortuous and calcified vessels.